Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 1.2 mg/day via an implantable pump for an unknown indication for use. It was reported that multiple motor stalls began on and unknown date and a stopped pump may exceed tube set message was noted on (B)(6) 2018. It was noted the patient had a fall on (B)(6) 2018. Telemetry was performed and the logs were read. The patient was to have the pump replaced and the issue was not resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Patient code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the indication for use was non-malignant pain. After the pump initially stalled on 2018-(B)(6), it alarmed and then it later came back on. Then a few days later the pump stopped working again and as of 2018-(B)(6)it had been in a "permanent stall" for over two weeks and the patient's pain was out of control. The patient went to the emergency room (ER) the night of 2018-(B)(6) because of her pain. The patient had already seen her managing hcp and they did not know the reason why it had stalled. The patient stated she fell a lot and wondered if this could be the cause of the stall. Her hcp refilled her pump and decreased the dose in case the pump started up again unexpectedly and he also wrote her a prescription for oral pain medication but nobody carried it and it took two weeks to order. The hcp also referred her to a doctor to perform pump replacement, but they would not treat the patient because she had a prior pulmonary embolism. The patient found another doctor but they were booked until the 15th and the patient did not want to wait that long. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. The pump was delivering morphine (10mg/ml at 0.48mg/day) it was reported that the pump motor was stalling and recovering multiple times a day for no reason. No environmental, external, or patient factors were reported to have caused this issue. The pump was replaced on (B)(6) 2018. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the pump identified feedthru shorting across the insulator. Previously reported evaluation method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.